Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead implanted: (B)(6) 2015; 305u225 tissue valve implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead warning was triggered due to high, infinite pacing impedance on the right ventricular (rv) lead. There were also high thresholds noted. The lead remains in use. No patient complications have been reported as a result of this event.